Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 for a lead revision procedure due to their right atrial lead becoming dislodged. Oversensing, undersensing, and capture issues were all reported as a result of the dislodgement. The lead was explanted and replaced. There were no patient consequences.